Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty releasing which resulted in an increase in capture threshold. The capture threshold returned to acceptable values and the procedure was completed. A post procedure check revealed loss of capture and sensing. X-ray confirmed the lp had dislodged inferior to the tricuspid valve. The lp was retrieved and the helix appeared stretched. The lp was explanted and replaced. The patient was in stable condition.